Manufacturer narrative:
(B)(4).

Event description:
The patient reported a sharp shocking pain along with a lack of effect and the implantable neurostimulator (ins) not addressing the pain. The patient reported the following change in therapy, shocking. It was stated that the patient would see their health care professional (hcp) on friday of the week of the report and inquired as to what may have caused this and the device reprogrammed. The patient had a sharp shooting/shocking pain at the ins site when going from sitting to standing. The patient had never felt it before and it had not happened again. There were no falls, accidents, or traumas. The ins was not addressing the pain, lack of effect, this started six months prior to the report. The sharp shooting/shocking pain at the ins site started on (B)(6) 2015. Other relevant medical history includes non-malignant pain and post laminectomy pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that she was still pain and were supposed to make an appointment with her doctor but has not done so yet. She did not know what she did to have caused the pain. But she didn't think the pain was cause by the implantable neurostimulator (ins). No date was provided for the appointment. If additional information is received, a follow-up report will be sent.